Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 577 mg/dl while wearing the pod between 24 and 36 hours. It looked like it had worked its way out of the skin, thus, cannula dislodged from the infusion site (arm) and noticed insulin on the skin. As treatment, patient drank water, boluses and a new pod was applied. The endocrinologist had been making some changes to the patient¿s ic ratio. Patient had traces of ketones or negative ketones. Patient¿s history: 6:55am 184 .85 units , 9:50am 444 , 9:52am 461 gave 1.75 units , 12:29pm 58 gave 5 carbs brought it to 89 , 2:33pm 273, 6:21pm 531 , 6:26pm 514 drank a bottle of water , 7:09pm 523 , 8:37pm 513 , 9:15pm 577 changed the pod and gave 2 units of insulin , 10:22pm 173.